Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion, gaia, guide catheter: hyperion 7fr 3.5sh. Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed; however, the reported physical resistance could not be replicated in a testing environment as they are based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The (B)(4) traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately tortuous, eccentric and heavily calcified proximal to mid left anterior descending artery (lad) that was 99% stenosed. Rotablation was performed and pre-dilatation was attempted with a 2.5 x 15 nc traveler balloon catheter. The device met initial resistance with the anatomy and the balloon ruptured at 14 atmospheres during the first inflation. Therefore, the device was replaced with an unspecified 2.5 x 15 mm balloon catheter. An unspecified stent was then implanted and post-dilatation was performed to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.